Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot had been used on the patient; therefore, no lot numbers were identified in section d-4 of this report. The lots involved in the alleged incident include lot numbers 3774530 and 5044578. The doctor drilled out the composite and repeated the procedure during the same office visit. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, a visual evaluation was performed on a retained sample from both lots, yielding results within specifications.

Event description:
A doctor alleged that black specks were present in the sonicfill composite material during a patient's restoration procedure.